Event description:
It was reported to philips that there was an intermittent system issue, with no x-rays due to a host pc restart on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host power supply and footswitch, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).